Event description:
It was reported prior to use of bd bactec mgit 960 supplement kit contamination was observed. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: date received by manufacturer: 24jun2024 - date it was determined that the initial MDR was filed against the incorrect site registration number. B5: updated from : "it was reported when using the bd bactec¿ mgit¿ 960 supplement kit the customer found a contaminated reagent before use. There was no report of impact to patient or user. " to "report 1 of 2 it was reported prior to use of bd bactec mgit 960 supplement kit contamination was observed. There was no report of impact to patient or user." This report is a replacement to the original submission under MFR report # 1025402-2024-00001.on 12jan2024 in order to file against the correct site registration number. Investigation summary: mgit 960 supplement kit batch 3145469 is composed of mgit panta batch 3145445 and mgit 960 growth supplement batch 3145460. The batch history record review for mgit 960 supplement kit batch 3145469 was satisfactory and no quality notifications were generated during manufacturing. No other complaints have been taken on this kit. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 3145469 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Panta retention samples were not available for inspection. Growth supplement retention samples were inspected for supplement batch 3145460 (8 vials). There was no foreign material or contamination observed in 8 growth supplement samples inspected. For further investigation one growth supplement from batch 3145460 was placed into 20-25 degrees celsius incubator and one growth supplement from batch 3145460 was placed into 33-37 degrees celsius incubator. At 14-days incubation, no growth was observed in the incubated retention vials. Growth supplement vial batch 3145466 retention samples (6 vials) were inspected, and no foreign material or contamination was observed. For further investigation, one growth supplement vial from batch 3145466 was placed in 20-25 degree celsius incubator and one growth supplement vial from batch 3145466 was placed in a 33-37 degree celsius incubator. At 14 days incubation, no growth was observed in the incubated retention vials. One collage of three images were available for inspection. One image showed one vial of growth supplement with fungal growth. One image showed material in the barrel, near the hub of the syringe. One image showed vial batch 3145466 with growth. No returns were received to assist with the investigation. The growth supplement vial batch 3145466 does not have a verified kit batch available to assist with this investigation. Without the kit batch number associated with this kit, the components of this kit cannot be verified. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.